Event description:
The complaint from a clinical study (B)(4) for patient with ID (B)(4) indicated that the index procedure was coil embolization assisted with an enterprise vrd (enc452212/01425452) of the left parasellar, and one day after the procedure, the patient developed the visual loss in left eye due to the occlusion of ophthalmic artery. No action was taken. The event outcome as of approximately two weeks after the event was recovered with sequelae (blindness). According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unrelated. The patient did not have any indications of any conditions causing hypercoagulable state, and after the coils were place, no coil or coils protruded from the target aneurysm. No thrombus was present during initial angiography, and there were no complications during the procedure that may have contributed to the event. During the event, the enterprise stent was patent, fully expanded, apposed to the vessel wall and in a stable position. No further information was available.

Manufacturer narrative:
The patients medical history consisted of pituitary adenoma. The unruptured saccular aneurysm neck was 5.6mm, and the neck to sac ratio was 5.6mm: 8.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.8mm. Mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 2, and on (B)(6) 2011 was 1. The act was not measured. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 96% after the procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011-, clopidogrel sulfate 75mg/day: (B)(6) 2011-, cilostazol 200mg/day: (B)(6) 2011, and heparin 10000u/day: (B)(6) 2011, 5000u/day: (B)(6) 2011. Heparin 20000u was administered intra-procedurally. Prior to implanting the vrd, sheathless/asahi intecc, prowler select plus (606-s255x/lot# unknown), chikai/asahi intecc were utilized. Other devices utilized during the procedure were, excelsior sl10, chikai/asahi intecc , orbit galaxy 8x24(lot unknown), orbit galaxy 5x10(lot unknown), orbit galaxy 6x15(lot unknown), v-track/terumo(total 2), matrix 360/boston scientific, deltaplush (lot unknown), ed coil/kaneka(total3). No further information is available and procedural images are not available. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Lr packaging l/n: 01425452. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425452. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that one day post enterprise vrd ((B)(4)) assisted coil embolization of a left parasellar aneurysm the patient developed visual loss in left eye due to the occlusion of ophthalmic artery. No action was taken. The event outcome as of one month post procedure was "recovered with sequelae (blindness)". According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unrelated. The (B)(6) female with a medical history of pituitary adenoma had an unruptured saccular aneurysm. The neck was 5.6mm, and the neck to sac ratio was 5.6mm: 8.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.8mm. Antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel 75mg/day beginning one week pre-procedure and cilostazol 200mg/day for 10 days beginning the day of the procedure. Heparin 20,000 units was administered intra-procedurally. The act was not measured. The occlusion rate of the aneurysm after the procedure was 96%. The modified rankin scale (mrs) score pre-procedure was 0, six days post procedure the mrs was 2 and approximately one month post procedure the mrs was 1. The patient did not have any indications of any conditions causing hypercoagulable state, and after the coils were place, no coil or coils protruded from the target aneurysm. No thrombus was present during initial angiography, and there were no complications during the procedure that may have contributed to the event. During the event, the enterprise stent was patent, fully expanded, appose to the vessel wall and in a stable position. No further information regarding the event is available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425452. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the report by the physician, the enterprise vrd was not related to the ophthalmic artery occlusion; however, based on the available information and the relationship to the procedure, no definitive disassociation can be made. Occlusion of side branch is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. With review of the available information and the device history records, there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.